Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the neutraclear and stopcock cracked while attached to the patient's arterial line. There was no patient harm.

Event description:
The customer reported that while performing a lab draw from a stopcock attached to an arterial line, the neutraclear on the stopcock cracked and fell off when the nurse tried to remove it to draw the labs. The stopcock also cracked. It was noted that the neutraclear valve had been in use for 3 days. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector cracked and fell apart was confirmed. Visual inspection of the set noted a portion of the male luer collar was broken off from the connector. The root cause was not identified. The mating device attached to the broken male luer was not returned for investigation.

Event description:
The customer reported that during a lab draw from a stopcock attached to an arterial line, the neutraclear that was attached to the stopcock cracked and fell off when the nurse tried to remove it to draw the labs. The stopcock attached to the arterial line also cracked. It was noted that the neutraclear valve had been in use for 3 days. There was no patient harm.

Manufacturer narrative:
(B)(6). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.